Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose was unknown at the time of incident. The customer stated that the anomaly persisted after battery change. The customer stated that they were unable to perform self test due to missing segments. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected missing segments or partial display anomalies noted during testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.